Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient returned with a full bag of blincyto. The pump indicated that the infusion was completed. No patient injury was reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 16 june 2022 via email and attached to complaint object: event occurred during infusion and during use with the patient, date of the event was 10 may 2022, patient details added to the complaint, additional 2-day of infusion was added to account for the bag that did not infuse, no medical intervention was required.